Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician selected a 44mm gore® cardioform asd occluder to treat an atrial septal defect with a static measurement of 24mm. The occluder was too small to close the defect and was removed without issue. The defect was then balloon sized to 31mm and the physician selected a 48mm gore® cardioform asd occluder. The device was implanted with complete defect closure. Overnight, the occluder slipped off the aortic rim and is now hanging on the superior vena cava rim. The patient will be sent for surgical device removal and defect closure once the prescribed plavix is out of their system.

Manufacturer narrative:
Echocardiographic imaging was returned for evaluation. The provided imaging shows that the anterior portion of the left atrial disc has slipped off the retro aortic rim and is in the right atrium. The device is not in a stable position and there is clear color flow around the device. A root cause for the device instability cannot be determined with the provided imaging.